Event description:
A malfunction alarm was reported with no notable events occurring prior. The impact to the customer's blood glucose level was minimal, as it did not exceed 500 mg/dl. The customer reset the pump, and the malfunction did not recur. The customer continued to use the pump for insulin therapy.